Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic right hemicolectomy, the surgeon clamped the tissue over and over again, pushed green firing mode button and tried to fire the device, however could not at all. Replaced by a new cartridge ,the firing was completed with no problem. The status of the patient is alive with no problem.